Event description:
A nurse reported an intraocular lens (iol) would not fold properly in the cartridge. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. The optic was scraped and cracked. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed, and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/28/09 and 06/18/09 by mail. A completed questionnaire was received on 06/19/2009. This report was mailed to FDA on: 06/26/2009.